Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine. The dose, concentration and lot number were unknown. The indication for use was non-malignant pain. The patient started to hear what they described as the critical alarm on (B)(6) 2016. The patient had a little break out of pain in his sciatica, but he just went on a trip (had driven for several hours), and the patient attributed the pain to that long trip. The change in therapy/symptoms was sudden. The patient said he has no dramatic change in therapy or how he was feeling. On (B)(6) 2016, the patient was seeing an alarm code on the personal therapy manager (ptm) of 8286. The patient did not think he was due for a refill. The patient¿s last refill was 3-4 months ago (as of (B)(6) 2016) and his health care provider (hcp) had told him that he would not need a refill until april. The pump was refilled, and the empty reservoir alarm had been resolved. The cause of the empty reservoir alarm was an empty reservoir, ¿use¿. If additional information becomes available, the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Steps taken to resolve the 8286 code included the pump being refilled by a health care provider (hcp). The cause of the empty pump reservoir and alarm was noted as ¿cause it was used up.¿ the empty pump reservoir and alarm had been resolved.